Manufacturer narrative:
This event is being reported as a serious injury and not a death as the hosp states that "at one point the driveline was infected" indicating it was not an on-going or chronic infection and that they believe the original source of infection was from a wound infection on the pt's buttocks. According to the info provided, the lvad pump was not explanted, therefore will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the document outlines how to care for the percutaneous lead and the exit site in order to prevent infection. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received pt outcome info indicating that the pt expired. The cause of expiration was noted to be infection. The pt had a long history of chronic infection and was placed onto hospice and passed away in his home. The hospital reported that the pt had a long history of chronic infection and was already infected prior to coming from a different implanting center. The hosp. Believes the original source was from a wound infection on the pt's buttocks. At one point the driveline was infected but they do not believe there was ever a pump pocket infection. The pt was placed into hospice and passed away in his home. The vad coordinator stated that the pump was functioning properly at the time of death and therefore, did not contribute to the pt's death.